Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touchscreen was completely cracked and did not work anymore. Analysis also found the left keyboard hinge was cracked and the keyboard was missing one key.

Event description:
It was reported there was a deviation between the stylus pen and the arrow. The programmer was returned for repair. No patient complications have been reported as a result of this event.